Event description:
It was reported that one day post implant of the cardiac resynchronization therapy defibrillator (crt-d) with an antibacterial absorbable envelope, the patient developed a hematoma. A pocket evacuation procedure was performed. The patient also developed a rash on their thigh region that improved with oral steroids. The patient was discharged to a skilled nursing facility. The patient later returned to the hospital due to swelling near the incision site. A second pocket hematoma evacuation was performed. The patient later p resented to the emergency department due to slight bleeding at the incision site. The incision site was redressed and the patient was discharged back to the skilled nursing facility. The patient is a participant in a clinical study. The crt-d and antibacterial absorbable envelope remain in use.

Manufacturer narrative:
Continuation of d10: cmrm6133 antibacterial absorbable envelope implanted: (B)(6) 2024, 6935m62 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.